Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 3 did not open. A field service engineer (fse) identified that the pyxibus cable was not fully seated at the drawer controller header. The station was powered down, and all pyxibus cable connections at the drawer controllers were released and properly re-seated. After powering the station back on, functionality was verified using a tester, and the customer confirmed successful access to items in drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 2000, unable to issue medicine. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.